Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-02326. It was reported that the patient was unable to set their ipg to MRI mode due to high impedances. As a result, the patient's leads were explanted and replaced. The issue was resolved post-operatively.

Manufacturer narrative:
Date of event is estimated.